Manufacturer narrative:
Only the initial reporter's name was provided.

Event description:
A (B)(6) advocate tested her father's blood glucose on the breeze2 and the reading was 488mg/dl. He was given 10 units of long acting insulin. Since the customer had a urinary infection he went to the hospital, at which time he started feeling hot and sweaty. His blood was tested again and the reading was 33mg/dl. Three ampules of glucose were given and the blood glucose went up to 55mg/dl. This regimen was repeated. The patient also had 3 episodes of hypoglycemia while in the hospital. Due to the urinary tract infection the patient was released from the hospital on (B)(6). The strips were not expected to be returned for evaluation. Product was not replaced.